Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence showing a damaged ar-8741-40 driver, batch 1392132, with a fractured tip. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, including: off-axis insertion, improper bone preparation, and prying or leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/20/2025, it was reported by a sales representative via (B)(4) that an ar-8741-40 t10 driver shaft broke off in a beveled ft screw. The broken pieces were retrieved from the patient and the case was completed with no patient harm.